Event description:
Related manufacturer reference number: 1627487-2023-05165. It was reported that the patient was unable to set their system into MRI mode due to high impedances and was experiencing discomfort at the ipg site. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.